Event description:
It was reported to boston scientific on 10/26/2006 an hde ( humanitarian device exemption) adverse event associated with a basilar tip aneurysm coiling procedure provided by the user facility. It was reported that "aneurysm ruptured after stent and first coiled (device in question) place successfully. Patient expired from complications of intracranial bleeding. (Procedure/disease process)." The procedure was completed with this device and patient was pronounced brain dead. Follow up requests for clinical records received from the user facility revealed the following: this female presented with headache. During a variety of studies (not identified), it was revealed that she had a basilar tip aneurysm. The past medical history appears to be unremarkable except for a history of hypertension requiring lisinopril (antihypertensive) and maxzide (diuretic), and smoking. The patient elected aneurysm coiling and was pretreated with a five-day regimen of plavix and aspirin. With usual technique, the patient was prepped and systematically heparinized. Approach was made from the left vertebral artery. A constant infusion of heparinized saline was also established. Imaging was performed demonstrating a basilar tip aneurysm 6-7 mm and the appearance that the left proximal posterior cerebral artery is partially incorporated into the aneurysm. In the next phase of the procedure, a stent (MFR report # 6000078-2006-00526) was successfully deployed across the neck of the aneurysm with its distal end in the p1 segment of the left posterior cerebral artery. A microcatheter was then advanced up into the aneurysm. An initial 6 mm coil was deployed without difficulty. A second coil (device in question) was then attempted. After most of the coil was in place, there was a rupture of the aneurysm. This was evaluated through a test injection on contrast, which demonstrated extensive extravasation into the basilar cisterns, and an angiogram, which demonstrated contrast reflux in the left vertebral artery to both internal carotid arteries. There was no antegrade flow into the intracranial vessels. Stat protamine (heparin antagonist) was given. A change in cardiac status (unidentified) was noted and addressed by the anesthesiologist. The deployment of the second coil (device in question) was then successfully completed. It was noted that part of this coil was in the subarachnoid space with most of the coil within the aneurysm. Another coil was then placed which also extended into the subarachnoid space with most of the coil within the aneurysm. Two smaller coils were then placed into the aneurysm successfully. Angiograms demonstrated no residual filling of the aneurysm and no extravasation of contrast. There was very slow intracranial flow with reflux up to the posterior communicating arteries and down both internal carotid arteries. There was indication of severe intracranial hypertension. A post-procedure CT scan confirmed extensive subarachnoid hemorrhage mixed with contrast and a hemorrhage at the top of the brainstem. The patient was transferred to the recovery room where she was neurologically assessed to have poor prognosis. After transfer and observation in the intensive care unit, it was determined that the patient never regained consciousness from the general anesthetic and the neurological assessment was unchanged. The patient was pronounced brain dead at 6:00 a.m.

Manufacturer narrative:
The device in question will not be returned to the manufacturer for evaluation because it remains implanted. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience. If further significant information is found, a supplemental report will follow.